Event description:
It was reported that the customer was hospitalized with dka. Customer did not want to troubleshoot the pump because they believe the problem is the infusion set. The tubing detached from the luer connector a couple days ago and the cannulas have been crimping. Sent some sample infusion set from a different lot number.